Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery the screws broke inside the patient when screwing in with the screwdriver. The broken piece was retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-4020c-09 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the bio screw was broken into pieces. The most likely cause for the reported failure is a user error. Per dfu-0111-g. Precautions. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.